Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury associated with this event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not reproduce the reported malfunction and no parts were replaced. The unit passed extended self testing.